Event description:
It was reported that during an unknown procedure, the clips released after the second time and came closed out of the instrument. No further information. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Indicator actuator the analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws causing three pear shape clips and the tip of the advancer could not be observed. During functional testing the indicator did not advance. A viewing hole was cut in the outer shroud handle at the indicator area in order to evaluate the internal components and the indicator actuator was found out of its intended position and in front of the feed-bar connectors, preventing the advancer from fully retracting; therefore, causing the feeding issue and the indicator malfunction. The device was cycled again and the indicator actuator seated in its intended position and the remaining clips were properly fed and formed. Finally the device locked out as intended. The indicator actuator condition was likely caused during the manufacturing process of the instrument.